Event description:
During an in clinic follow up, a decrease in sensing was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and a lead dislodgement was observed. During the revision procedure, it was noted the helix was unable to extend. The rv lead was explanted and replaced to resolve the event. The patient was stable.